Manufacturer narrative:
The referenced transplant listing as status 1a due to hemolysis and elevated lactate dehydrogenase (ldh) was reported under medwatch MFR report #2916596-2017-01919. (B)(4). Approximate age of device ¿ 1 year and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a heart transplant on 21feb2018. The patient had been previously upgraded in (B)(6) 2017 to status 1a on the transplant list due to hemolysis and elevated lactate dehydrogenase (ldh). The patient was brought in from home for the transplant. On (B)(6)2018 ldh was 318 u/l and inr was 2.08. The vad parameters were reportedly within normal limits.

Manufacturer narrative:
Although no device related issues were reported, the evaluation of the left ventricular assist system (lvas) found a deposition in the pump outlet stator. The pump was returned assembled with the driveline (dl) cut approximately 10 inches from the pump housing, and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump inlet port. The outflow graft and outflow graft bend relief were returned disconnected from the outflow elbow, which was returned attached to the pump outlet port. The proximal side of the outlet stator revealed white, soft, non-adhered depositions. The depositions were loosely seated between the bearing ball and two of the blades. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that they were present in the pump while it was operating. The origin of the depositions and the duration of their presence in the pump could not be conclusively determined. A correlation between the observed depositions and the reported increase in lactate dehydrogenase (ldh) in august 2017 could not be determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.